Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that there was also an ins device in prior. The patient then stated that the ins device separated, and fluid got into the actual unit would shock them. The patient stated that the ins device has been completely removed. However, the ins device 'still comes on' and they can feel the sensation come on high like they 'used to have it'. The patient stated that there was no way of doing anything about it and sometimes it goes away or lasts a week and can get painful. The patient stated that the ins sensation still comes on its body at different times; a week apart or 2 months apart or a day and automatically goes away.